Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The transfer set was replaced due to the product malfunction. Titanium adapter was not replaced. Two (2) samples were received for evaluation with minicaps attached to the female connectors. A visual inspection with the naked eye noted damage on the dark blue female connectors. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. Leak testing failed due to a leak beneath the minicap on both units.the leaks were due to the damage on the female connectors. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.